Event description:
Health professional reported lymphoma. Side was not specified. Treatment was not mentioned. Manufacturer of device is unknown. This medwatch is for the right side, see MFR report # 2024601-2013-00867 for the left side.